Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced a tingling sensation at the implantable pulse generator site in certain positions. Upon device interrogation, the sensation was confirmed even when the ipg was turned off. No high impedance issue was observed. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No additional information is available at this time.